Manufacturer narrative:
A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint cannot be confirmed since the sample was not available for the investigation, however, teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the complaint alleges that there is difficulty deflating and inflating the cuff of the et tube. Complaint indicates that the tube had to be deflated several times to assure that the cuff was fully deflated. No report of pt injury.